Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed although the reported difficulty to remove and physical resistance were unable to be confirmed due to the condition of the returned device. The investigation determined the reported difficulties to be related to the patient anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified chronic total occlusion (cto) mid right coronary artery (rca) and a heavily calcified narrow lesion in the proximal rca. A hi-torque pilot 200 guide wire (gw) was advanced past the proximal rca without resistance, but while crossing the mid rca resistance was felt with no force applied. After crossing the cto, an unspecified balloon was advanced and angioplasty was performed. With the balloon in place, during attempted guide wire exchange, the pilot gw was pulled back, resistance was felt against the cto, and, though no force was applied, the tip separated in the vessel. The tip was successfully snared. The procedure was aborted with plans to treat the target lesion at another time. There was no adverse patient sequela reported. No additional information was provided.